Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib). After a few exchanges for mapping valve began to fail. Also, a bleed back around the sheath valve is reported. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was disposed.